Event description:
Technician alleged that the patient right front caster would set, but not hold. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.